Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device mode was switched from ddd to vvi due to a fracture in the atrial lead. The atrial lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. (B)(4).

Event description:
It was further reported that the atrial lead had an automatic polarity switch from bipolar to unipolar as well due to low pacing impedance. It was noted that an insulation breach was suspected with the atrial lead. Since the threshold and sensing values were in favorable condition and the patient was advanced in age, it was decided that the atrial lead would remain in use. No further patient complications have been reported as a result of this event.